Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log shows indications that the battery was removed from the device while the device was powered on. However, this is not an indication of a device malfunction. The battery used at the time of the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated the battery was replaced to remedy the condition and continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.